Manufacturer narrative:
Updated event date, evaluation code, component code and conclusion code.

Event description:
It was reported to philips that the device is intermittent because of lost data. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.